Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that mrx units are running low. It is unknown if the event was outside of use, but there was no reported patient nor user harm. Available details indicate that the units are running low. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device is confirmed to have reach it's end-of-life (eol). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and end of service (eos). No repairs were performed by philips. The device remains at the customer site. Because the device reached the end of life (eol) and end of service (eos), it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. The customer was advised the device reached the end-of-life (eol) and end-of-support (eos) status, it cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the mrx units are running low. Patient involvement is unknown at this time however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.